Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 425cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV on her left side postoperatively diagnosed after physical exam. As a result, the device will be explanted on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the date of event was (B)(6) 2021. Field b3 has been updated on this form. Also, mentor became aware that the left side replacement used on (B)(6) 2021 was a mentor 375cc device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 7, 2021, the mentor failure analysis lab received two devices for evaluation, it cannot be determined which device is the suspect medical device for the reported rupture, since the two received products have the same lot number engraved, and no problem was found with either device per analysis findings. On october 14, 2021, both device evaluation was completed. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 425cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).